Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 has a bent tip. The jaws of the hemopro were visibly bent and when the spatula would come out it would veer to one side and not protect the vein. A new device was opened and used. No delay. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/16/2024. An investigation was conducted on 04/18/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of the hot and cold jaw were observed to be intact with no visual defects. The shaft of the harvesting tool was observed to be bent at the tip, exposing the inner wiring of the shaft. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws did not fully open. The c-ring was then extended using the c-ring slider on the cannula. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device and investigation results the reported failures, "material twisted/bent; shaft" and "material deformation", as well as the analyzed failure "mechanical problem; jaws won't open/close" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode "material deformation; c-ring" are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000371798 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material deformation; c-ring". There was no relation between the batch manufacturing process and the reported failure "material twisted/bent; shaft" and analyzed failure "mechanical problem; jaws do not open/close."

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: h6--medical device ¿ problem code corrected from "1384" to "2976".